Event description:
On (B)(6) 2026, the patient underwent preparation for an ultrasound guided percutaneous transhepatic cholangial drainage (ptcd) placement procedure. Prior to the procedure, the clinical team inspected the package and product and identified that the trocar needle was shorter than the catheter. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, two photos were provided for review. The first photo show drainage catheter in which thread was coming out from hub hole and the trocar needle was partially loaded into the catheter and the provided photo was unclear to determine if trocar needle was protruding from catheter tip. Therefore, the investigation is inconclusive for reported length of the trocar needle is shorter than the catheter issue as provided photos are not sufficient to confirm the issue for the device. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d4 (unique identifier (UDI) #), g2, g3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient prepped for an ultrasound-guided percutaneous transhepatic cholangiography drainage (ptcd) catheter placement procedure using navarre universal drain catheter. Prior to the procedure, the clinical team inspected the package and product and identified that the trocar needle was shorter than the catheter. The procedure was completed using another device. There was no patient contact.